Event description:
Customer called to report damage to the insulin pump. Customer stated that there is damage to the drive support cap. Customer's blood glucose levels were not included in the report. Customer reported that they were hospitalized for insulin injection that made them sick. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with broken off the end cap, missing motor, cracked case at display window corner, minor scratches on lcd window and cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.